Event description:
During patient use on (B)(6) 2020, the autopulse platform (sn (B)(4) performed compressions for an unknown period of time without any fault or error. The user paused the autopulse platform to electrically shock the patient's heart. Upon resuming the compressions, the lifeband #1 burst off and the platform made a popping noise. The user removed the lifeband #1 and replaced it with lifeband #2. But the platform stopped compressions after few seconds with the popping noise and displayed "realign lifeband" error message. In addition, the user reported that the lifeband kept getting twisted and the user kept on straightening the lifeband. The user replaced the lifeband #2 with lifeband #3 and the platform stopped compressions after few seconds. The user tried to trouble-shoot by realigning the patient and the lifeband, but the platform did not work. The resuscitation procedure was stopped after 36 minutes of combined autopulse and manual CPR. After the patient use, the autopulse platform was tested by the user and the platform worked as intended and no longer made a popping noise. On (B)(6) 2020, received additional information from the customer about the patient status. Following the combined autopulse and manual CPR, rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead. Please see the following related MFR report: MFR (B)(4) for the lifeband # 1. MFR (b)4) for the lifeband # 2. MFR (B)(4) for the lifeband # 3.

Manufacturer narrative:
The breakaway link in the lifeband is designed for safety purpose. If the force gets above 300lbs, the breakaway link releases in order to prevent over compression. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions and displayed "realign lifeband" message" was confirmed based on the archive data review, but not confirmed during the functional testing. No device malfunction was observed during the testing and the platform worked as intended. The probable cause for the reported issue could be due to the stiffness of the patient's chest. The reported complaint of "the lifeband burst off and the platform made a popping noise" was not confirmed during the testing. The lifeband's used during the patient event were not returned for evaluation. Since the lifeband's were not returned, an investigation could not be performed and a root cause could not be determined. Unable to reproduce the customer reported complaint during the functional testing using good known lifeband. The probable root cause could be due to a damaged or broken break away link in the lifeband. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform passed the functional test using normal sized manikin for 30 minutes in 30:2 & continuous compression mode and using large resuscitation test fixture (lrtf) for 40 minutes in 30:2 & continuous compression mode without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Upon further testing, unrelated to the reported complaint, observed stiff manual rotation of drive shaft. The clutch plate was deburred to address the problem. The root cause for the observed issue was due to the normal wear and tear of the platform. The autopulse platform was manufactured in 2013 and is more than 6 years old, past the expected service life of 5 years. The archive data review showed that the autopulse platform performed 11 sessions of 11 compressions, 548 compressions, 4 compressions, 3 compressions, 196 compressions, 5 compressions, 7 compressions, 3 compressions, 5 compressions, 4 compressions and 3 compressions in total during the patient use. The platform stopped after each session due to multiple user advisory's (ua) 17 (max motor on time exceeded during active operation), ua02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large) and ua12 (lifeband not present) error messages. The probable cause for the ua17 error could be likely due to the stiffness of the patient's chest. The probable cause for ua02 and ua07 error could be due to twisted lifeband, likely caused by user error. The probable cause for the ua12 error could be likely due to improper installation of the lifeband, likely caused by user error. Further review of the archive data showed that, after the patient use, the autopulse platform performed 66 compressions without any fault or error, which correlates with the customer's observation while testing the autopulse platform back at the station. User advisory is a clearable error message, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), and the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Clear the ua by pressing the restart button. Ua07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the ua. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and by restarting the platform. Ua17 error message alerts the user that the drive train motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, and press restart. Following service, the autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed compressions for an unknown period of time without any fault or error. The user paused the autopulse platform to electrically shock the patient's heart. Upon resuming the compressions, the lifeband #1 burst off and the platform made a popping noise. The user removed the lifeband #1 and replaced it with lifeband #2. But the platform stopped compressions after few seconds with the popping noise and displayed "realign lifeband" error message. In addition, the user reported that the lifeband kept getting twisted and the user kept on straightening the lifeband. The user replaced the lifeband #2 with lifeband #3 and the platform stopped compressions after few seconds. The user tried to trouble-shoot by realigning the patient and the lifeband, but the platform did not work. The resuscitation procedure was stopped after 36 minutes of combined autopulse and manual CPR. After the patient use, the autopulse platform was tested by the user and the platform worked as intended and no longer made a popping noise. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2020-00171 for the lifeband # 1. MFR 3010617000-2020-00170 for the lifeband # 2. MFR 3010617000-2020-00172 for the lifeband # 3.